Event description:
It was reported that surgical intervention is expected in the future to address the patient's inoperable ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
Additional information received indicated surgical intervention was undertaken to explant and replace the ipg, which addressed the issue. No complications were noted during the procedure.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable. No intervention is currently scheduled.